Event description:
It was reported the rigid video scope had poor vision. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section is cracked and the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the poor vision could not be determined. The most likely cause of the cracked cover glass and damaged fiber bonding was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.